Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported difficult grasping and capturing appears to be related due to patient pathology/morphology. The reported physical resistance and device damaged by another device appears to be related due to user technique/procedural circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information the additional implanted mitraclip referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the clip delivery system (cds 81208u232) caused damaged. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip (81208u231) was deployed, reducing the mr to moderate. A second cds (81208u232) was advanced to the mitral valve, and the clip was placed adjacent to the first clip. During grasping, the second clip grasped part of the chordae and interacted with the first clip. After the second clip was closed, the fluoroscopy showed that the first clip had moved on the anterior leaflet. Additionally, it was noted that the second clip grasped part of the first clip and tissue; therefore, the second clip was re-positioned lateral to stabilize the first clip. The second clip was deployed successfully. Two clips were implanted, reducing mr to 1+. There was no reported clinically significant delay in the procedure. No additional information was provided.